Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 2mm x 10cm saber percutaneous transluminal angioplasty (pta) balloon catheter burst. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there was no visible damage to the device or device packaging prior to use. There was no difficulty removing any of the sterile packaging components and the device was able to maintain negative pressure during preparation. This was during a procedure to treat a 70% stenosed superficial femoral artery (sfa) lesion which had mild tortuosity, but no signs of calcification. The device was able to be removed easily from the patient and remained in one piece during its removal. The physician achieved certification on the use of the saber pta and has used the device several times. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 2mm x 10cm saber percutaneous transluminal angioplasty (pta) balloon catheter burst. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosed superficial femoral artery (sfa) lesion which had mild tortuosity, but no signs of calcification. The device was stored and prepped per the instructions for use (IFU) and there was no visible damage to the device or device packaging prior to use. There was no difficulty removing any of the sterile packaging components and the device was able to maintain negative pressure during preparation. The device was able to be removed easily from the patient and remained in one piece during its removal. The physician achieved certification on the use of the saber pta and has used the device several times. The product was returned for analysis. A non-sterile saber 2mm x 10cm 90 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, and no damage was observed during the unaided eye visual inspection. The balloon was received deflated. Functional testing was performed using an inflator/deflator device attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. During this test, a leak was observed in the body of the balloon. Insertion/withdrawal testing was performed successfully with no resistance or friction conditions. Sem analysis was executed to observe the surface area where the leak was observed during functional testing. During this analysis puncture in the balloon material was noted along with secondary scratch marks. The presence of the scratch marks observed in the surface area around the puncture identified may indicate that the attributable cause for the damaged condition was an interaction of the balloon surface with a material containing sharp edges. A product history record (phr) review of lot 82275943 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ was confirmed during device analysis. However, the exact cause could not be determined. The balloon material was noted to have a punctured condition with scratch marks noted to the outer portion of the balloon material. Vessel characteristics of stenosis with tortuosity likely contributed to the reported event based on the analysis findings. It is likely damage to balloon material occurred when attempting to cross the stenosed tortuous lesion or upon inflation. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82275943 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.